Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Only the proximal segment of the lead was returned; it was severed 6.5cm from terminal pin. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and an abrupt rise in pace impedances. The impedances rose to values greater than 2500 ohms. The patient was then placed in a life vest until a revision procedure could occur. Recently, the rv lead was extracted and replaced successfully. The implantable cardioverter defibrillator was also changed out. The lead was suspected to be fractured, but that was never confirmed. There were no additional adverse patient effects.